Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 the hcp was attempting to interrogate the patient¿s pump but kept getting ¿no device found¿ repeatedly. During the call, the hcp tried rebooting the tablet and communicator; tried a second communicator and tablet; changed locations; attempted communication with and without the usb cord plugged into the tablet; moved the communicator all over the pump; and the hcp was still not successful in making a connection. The hcp stated that she filled the pump without difficulty, so she knew it was not flipped. She also stated that the pump was not new. It was noted that the patient was not found in the manufacturer¿s device registration system with the name provided by the hcp and the hcp was unable to interrogate the pump to provide a serial number. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.